Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with light sensitivity in both eyes two months post lasik. The patient noted natural light is worse. The topical steroid eye drop was increased. Additional information received the patient's symptoms are continuing. The patient does not have an additional follow up scheduled at this time. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.